Manufacturer narrative:
Corrected data: this information was inadvertently left off of initial MFR. Report.

Event description:
It was reported that prior to generator replacement surgery on (B)(6) 2014, the vns patient device was tested and system diagnostics revealed high impedance (impedance value >= 10,000 ohms). During the procedure, the replacement generator was tested multiple times with the existing lead and system diagnostics continued to show high impedance. Clinic notes were received indicating that the patient was last seen during an office visit on (B)(6) 2014 with no indication of high impedance. The explanted generator and lead have not been returned to date. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The physician reported that the cause of the lead fracture is unknown. There were no adverse events associated with the high impedance. It was reported that device diagnostics with the new generator and new lead were within normal limits.

Event description:
It was reported that the explanted lead and generator would likely be discarded during the surgery.